Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared to be deformed; oval shaped. A bend on the frame was noted. All leaflets were in the closed position with a slight gap in the point of coaptation. All commissures appeared to be intact. All leaflets were flexible. A frayed tear was noted along the free margin of one of the leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The tear could have led to the reported regurgitation. A conclusive cause of the tear cannot be determined, they could have happened during implant, caused by the bav, and /or calcification (which reported as the reason for the first explant). Due to this damage, hydrodynamic functional testing for coaptation cannot be performed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic pulmonary valve implanted into the mitral position, moderate to severe central regurgitation was noted. A balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve was replaced with a different transcatheter bioprosthetic pulmonary valve. No additional adverse patient effects were reported.